Event description:
Customer reported the system froze and the left monitor displayed all white. No pt injury reported.

Manufacturer narrative:
Ge serve rep performed an on site investigation. The fluoro function board was replaced.the system was tested and found to be working as intended and put back into service.